Manufacturer narrative:
H6: investigation summary: incorrect results (false resistance) were reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). The customer reported the false resistant results to bd; however, upon attempts to follow-up with the customer, there was no response. Bd requested information on the panels, the types of samples, the microorganisms, the method of confirmatory testing utilized, and if there was any patient impact. Bd also requested any reports, photos, or binary files that might aid the investigation. After three attempts to obtain further information, this case was closed for lack of information. The root cause is unknown, and this is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples or further information is received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Review of service history for (B)(6) was completed and revealed no previous complaints related to false resistance. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance results were obtained by the laboratory personnel. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. The following information was provided by the initial reporter: " false resistant results".

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance results were obtained by the laboratory personnel. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. The following information was provided by the initial reporter: "false resistant results".